Manufacturer narrative:
Summary of evaluation: the returned gamma set screw is an old design. The set screw was returned without the original packaging. If the delivery of the set screw was really without the plastic inlay, it could be noticed without opening the packaging.

Event description:
Set screw was delivered without plastic inlay. This event did not occur during a surgical procedure.